Event description:
It was reported that burrs and damaged plastic was observed on the dilator of the sheath. During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. It was reported that burrs and damaged plastic was observed on the distal tip of the dilator when it was removed from the packaging. The dilator was exchanged and the procedure was completed successfully with no patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.